Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace was fractured underneath the strain relief approximately 1.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra reperfusion catheter 5max ace fractured while being removed from the packaging hoop. Evaluation of the returned device confirmed a fracture near the hub of the catheter in the proximal shaft underneath the strain relief. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the device was removed from the packaging hoop at an angle while fore is applied, this type of damage is likely to occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, an ace catheters was found kinked. The ace catheter was still used, however, it did not work. There was no report of an adverse effect on the patient.